Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 273 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test and excessive no delivery test. The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.